Event description:
Overdelivery secondary to user misprogramming reported. The pt was receiving dilaudid at unspecified settings. A nurse miscalculated the vial concentration and inadvertently programmed the device in mcg/ml instead of mg/ml. The error was discovered before the pt had any adverse effects. No medical intervention was required. The pump was switched out and morphine continued at correct settings.